Manufacturer narrative:
(B)(4). This complaint was not confirmed because a sample was not available for evaluation. The lot number was not provided; therefore, a batch review cannot be conducted. The cause of the alarm was undetermined. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A caregiver (cg) contacted global technical services regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The cg stated he added a patient extension line after priming completed and pressed go. The cg stated he did not get air out of the extension line. No patient injury or medical intervention was reported. The technical service representative (tsr) explained to the cg that the extension lines need to be added prior to priming. The tsr advised the cg not to reprime the patient line and to start over with new supplies. The cg confirmed he would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.